Event description:
The customer reported that during a patient event where the patient was only being monitored, the device lost power and would not power back on. It was reported that this caused an approximate delay of 10 minutes until a back up device could be used. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a failure of a transformer, designator t104, which shorted out the sw_vb line which supplies the main 12 volt dc power.